Event description:
Entry of pt height into powerchart system an admission to hosp, nurse entered both metric and english system height. When data crossed interface to pharmacy system the sum of heights is displayed in metric. This then caused erroneous body surface area, creatinine clearance, and ideal body weight calculations to display, if not observed, serious medication dosing errors may occur.